Event description:
The patient was revised because of loosening of the femoral and tibial components at the bone/cement interface. The cement manufacturer is unknown. It was noted that the patient fell and poly wear of the insert was evident.

Manufacturer narrative:
The device associated with this report was not returned. Per the initial reporting, patient x-rays are not available for examination. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.